Event description:
Customer reported nurse reported fluid from secondary bag was flowing into the primary bag. Customer reported the primary infusion was 1000ml d5lr and the secondary infusion was 500ml d5w kcl 60 meq. One used primary IV set with back check valve was returned for investigation. This event is deemed reportable based on new information received 10/14/2008. Investigation is ongoing. Follow up report will be filed when complete.

Manufacturer narrative:
(B) (4). (B) (4).